Event description:
As reported by the user facility: reports the tubing broke in the center during a radiology procedure, injecting at 1.5ml per second. The pt got blood/contrast on their head, but no injury resulted.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4). One (1) used ultrasite extension set, without the original packaging, was received for eval. The set was contaminated with blood and contrast medium. The tubing was noted to be burst open near the middle of the set. The DHR record for the reported lot number was reviewed and no nonconformances or abnormalities were noted during in-process or final product inspection. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. The event description did indicate that the tubing broke during the procedure, injecting at 1.5ml per second. Based on the examination of the returned sample, the damage observed does not appear to be the result of a manufacturing defect, but instead related to set being used with a power injector. Per the instructions for use (IFU) for this product, "precaution: not intended for use with power injectors." An extension set with a higher durometer tubing that is intended for use with power injectors (catalog # 470124 with max. 300 psi and max. Flow rate 10ml per second) has been recommended to the reporting facility for use. If additional pertinent info becomes available, a follow-up report will be filed.